Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose from (B)(6) 2019 with blood glucose of 600 mg/dl. The customer's current blood glucose is 325 mg/dl at the time of incident. The customer experienced difficulty in breathing and muscular pain due to high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin drip. Based on customer report customer did allege pump was under delivering because they think that the insulin pump not working well. Customer was unable to complete carelink upload. The customer declined further troubleshoot for high blood glucose. The device will not be returned for analysis.